Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for follow-up post implant, atrial lead dislodgement and loss of capture were noted. No intervention has been done as the lead remains implanted and will be monitored. The patient was in stable condition.

Event description:
New information received states that the ra lead was explanted and replaced. The patient was stable before, during and after the procedure.

Event description:
New information states that there was sensing anomaly.